Event description:
A home patient (hp) contacted global technical services (gts) requesting assistance to end therapy on the homechoice (hc) during set up. The hp stated she connected her bags incorrectly and needed to start over. The hp confirmed she was not connected to the hc. The hp requested assistance to get the cassette out of the hc. The technical service representative (tsr) assisted the hp to cycle power off/on and remove the cassette to start over with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient who had connected the solution bags places incorrectly. The complaint cannot be confirmed in the lab due to a lack of sample. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.